Manufacturer narrative:
Additional info: skive/gouge microscopically identified which appears to start at approximately the start of the 2nd thread and continues around the flank until an approximate ~3mm burr is generated, consistent with overloading of the device. The set screw is able to be engaged without issue up to the burr.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-l3. It was reported that burrs came off of the setscrew during the surgery. The burrs were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.